Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found during a visual inspection, charring and localized melting on bipolar yaw pulley, between the grips. The instrument passed the electrical continuity test. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps had an electric spark generated resulting in damage to the jaws with 3 uses left. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted the instrument was checked and no damage was found. The wrist joints were burned out by plastic. The cannula was not inspected prior to use. Arcing was observed between the jaws. The surgical task being performed was for cauterizing. The type of energy was activated when the arcing event occurred was for bipolar and the instrument was connected properly. The generator in use was for erbe,80w, effect 4-6 and the instrument was in use for 30-40mins. A harmonic ace instruments was in use when the arcing event occurred. The instrument tips did not collide with any other instrument or tool during procedure and instrument tips was not in contact with tissue, nor staples clips or sutures while energized clips or sutures while energized. The jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. The surgeon believed the issue to be a quality issue. There were no reports of patient injury and the patient did not return to the hospital due to experiencing any post-surgical complications as a result of the arcing event. The instrument was returned to isi for evaluation. No photographic images of the device(s) or a video recording of the procedure available for isi review.